Manufacturer narrative:
Citation: jones bm et al. Matching patients with the ever-expanding range of tavi devices. Nat rev cardiol. 2017 oct; 14 (10): 615-626. Doi: 10.1038/nrcardio.2017.82. Epub 2017 jul 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comprehensive review of the current evidence for transcatheter aortic valve implantation (tavi) among patients with various levels of surgical risk and the considerations for special patient populations. All data were collected from multiple previously published studies. The overall study population included an unspecified number of patients (demographics not provided), an undisclosed number of which were implanted with medtronic corevalve bioprosthetic valves or medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, all-cause mortality rates (30-day, 1-year, 2-year, and 5-year) were discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation, disabling/non-disabling stroke, transient ischemic attack, myocardial infarction, new atrial fibrillation, left ventricular outflow tract calcification restricting valve frame expansion causing severe paravalvular leak that required percutaneous closure with a vascular plug (reported to have occurred during an evolut r case), paravalvular aortic regurgitation/paravalvular leak, moderate-severe aortic regurgitation, life-threatening/disabling bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.